Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on july 17, 2007 alleging the onetouch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation and a follow up call between this medical affairs specialist and the patient. The patient reported the meter would not power on for approximately 3 weeks; so, she was unable to use the meter. About 1 week after the reported issue began; the patient reported feeling tired (this is a typical symptom of high blood glucose for her). She took an extra actose and glyburide when she felt tired and she reported feeling better within half an hour. The patient did not receive any medical treatment. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the alleged issue was not resolved. During the time the patient was unable to test, the patient allegedly developed symptoms of hyperglycemia, she self-treated and her symptoms improved.